Manufacturer narrative:
The device was returned to olympus for evaluation due to an upward and downward angulation issue. Inspections of the device found that the control knobs movement was loose due to a stretched angle wires. There was no sharp damage or missing parts on the distal end cover, bending section cover glue, light guide lens, objective lens and nozzle. The device failed the leak test. There is a leak found on the bending section cover glue at the distal end side due to cracks on the bending section cover glue. The cracks on the bending section cover glue are due to impact damage. There were scratches and nicks found with the distal end cover. There were no signs of catching or snagging. There was buckling on the insertion tube below the protector boot due to excessive stress and force. The damages on the insertion tube, bending section cover glue and distal end cover are most likely caused by mishandling. Based on the investigation performed there were no investigation findings observed that would likely cause or contribute to the reported event or to the patient outcome. The instruction for use warns users: ¿do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient.¿

Event description:
Olympus was informed that during a diagnostic colonoscopy procedure, the patient sustained bowel perforation. Surgery was performed to repair the perforated site. The procedure was completed with the same device and the patient was discharged and recovering.